Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 19-jun-2023 . H6: investigation summary a device history record review was completed for provided material number 306573 and lot number 2319336. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) unopened shelf carton was returned for evaluation by our investigative team. Through examination of the sample, the shelf carton was observed without a label. All shelf cartons are inspected for barcode reading. If a shelf carton does not have a label, the scanner is unable to read any information and the shelf carton is then rejected. A shelf carton without a label could be packaged if the barcode scanner is deactivated or if a shelf carton was rejected and mistakenly reintroduced into the line past the scanner/rejection station. As the production history records showed no issues with the scanner, the deactivation possibility can be discarded.

Event description:
It was reported while using bd posiflush¿ pre-filled saline syringe the label was missing information. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: today we received with the order a box of bd posiflush syringes 3 ml single use without label with reference number, batch number and expiration date.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd posiflush¿ pre-filled saline syringe the label was missing information. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: today we received with the order a box of bd posiflush syringes 3 ml single use without label with reference number, batch number and expiration date.